Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open, oozing wound under right breast from the lifevest equipment. The patient's physician advised removal of the lifevest until the skin irritation healed. Outcome of the irritation is unknown as follow up attempts were unsuccessful.